Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy.